Event description:
This rv lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that there was a minute ventilation oversensing with multiple 50ms. Oversensed noise on stj lead that caused pacing inhibition. The following physician was dr.(B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).